Event description:
Additional information received reported the extension was replaced and the issue was resolved.

Event description:
It was reported that the patient¿s extension broke in the past. The surgeon called the manufacturer representative (rep) after seeing an x-ray and was concerned the patient had an extension break in the same place as the last extension break. No further information was provided about this ¿last extension break,¿ so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-05831 for the patient¿s recent extension break and associated issues.

Event description:
Additional information received reported there was an issue with the extension.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).